Event description:
Pharmacist called to report that the pump is supposed to infuse 100mol over 46 hrs but it is routinely fusing 110ml in 44 hrs. Then the pump is saying the bag is dry. No pt injury reported at this time.